Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Patient had I&d wash out of her believed infected left total knee on (B)(6) 2017 where her insert was exchanged. This day she presented with a draining painful left total knee. The surgeon felt best treatment for this was to remove the components and placement of antibiotic spacers. No lot numbers were available. They did not transfer over with the new scheduling system.